Event description:
The MFR received info that the device could not be tested on the service test system. The device was not in pt use. The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.